Manufacturer narrative:
Reporter is a synthes employee. Part number: 394.46, lot number: 2249084. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the holding sleeve 105 mm (p/n: 394.46, lot #: 2249084) was returned and received at us customer quality (cq). Upon visual inspection, a wing screw was missing from the sleeve and the internal threads of the holding sleeve were stripped. No other issues were observed with the returned components of the device. Device failure/defect identified? Yes. Service & repair evaluation: the customer reported the holding sleeve was missing a piece. The repair technician reported the wing screw is missing and threads are damaged. Stripped/damaged threads are the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review due to the manufactured date unknown, reflecting the current revision of drawings were reviewed. Complaint confirmed? Yes, the device received was missing a component. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the holding sleeve 105 mm (p/n: 394.46, lot #: 2249084). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a routine incoming inspection of a loaner set it was observed that the holding sleeve was missing a piece. There was no patient involvement. This report is for one holding sleeve 105mm. This is report 1 of 1 for (B)(4).